Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The contact of a peritoneal dialysis (pd) patient reported finding a fluid leak following the patient's discontinued treatment. After receiving a cycler alarm, the patient's contact canceled the treatment and discovered fluid leaking through the cassette door and inside the cassette door when opening the cassette door. The set was not made available for evaluation. During follow up the patient stated she has not had any further issues and the patient's pd nurse reported that the patient was not administered any antibiotics. No adverse event reported at this time.